Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump¿s reservoir ring came off. Customer is unsure how it happened, but it was noted the device was not dropped, bumped, or in a car accident. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken insulin pump for analysis.

Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.